Event description:
It was reported that the patient¿s first implantable neurostimulator (ins) was moving towards their spine gradually over time. The ins was taken out in 1997. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3888-28, lot# l32249, implanted: (B)(6) 1994, explanted: (B)(6) 1998, product type: lead. Product ID: 7495-51, serial#(B)(4), implanted: (B)(6) 1994, explanted: 1998, product type: extension. Product ID: 7433, serial# (B)(4), implanted: (B)(6) 1994, product type: programmer, patient. (B)(4).